Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that on distal stent rows 1-2, stent struts were lifted and pulled distally. On distal stent rows 8-9, stent struts were also damaged and misaligned. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. Functional testing of the device was performed during analysis. The device was loaded on a 0.014'' guidewire. It was not possible to load the wire through the distal tip however the device loaded through the wire exchange port. It was not possible for the wire to exit through the distal tip due to the damage. Using an encore inflation device, the device was inflated to16 atmospheres without issue and deflated within 4 seconds. No other issues were identified during the product analysis. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 04may2018. A 3.50x28mm synergy ii stent was returned with no reported issues. However, returned device analysis revealed stent damage.